Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer had complications of diabetes; high blood glucose. No specific value was provided. The caller stated that the customer was hospitalized on (B)(6) 2015 because of an infection that caused inflammation around the customer's heart. The spouse of the customer was not informed about what the cause of the infection was. The customer passed away on (B)(6) 2015, in a hospital. The cause of death was inflammation around the heart. The caller did not know the customer's blood glucose at the time of passing. The caller was unsure if the customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that the insulin pump cannot be returned because it might have been discarded. The device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.